Event description:
On (B)(6) 2018, the customer contacted dario to report blood glucose readings are inconsistent. The patient is the customer's dad. She took his blood glucose reading and got 51 mg/dl. He ate and then acted crazy and the reading was 124 mg/dl. They went to the emergency room, where he tested 25 mg/dl. The customer went home and brought dario meter back to hospital. Dario was 60 mg/dl and another meter tested 90 mg/dl. The doctor told them the device may not be reading correctly. The customer was upset and did not want to test the meter, only demanded to replace it. The customer was sent RMA: a replacement meter and an envelope to return the old meter to test it. RMA not received up to the date of this report. Not enough information regarding the old meter to investigate.